Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient had a previous mesh implanted on (B)(6) 2006 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/2/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 6/20/2022 additional information: a2, b7, d6b additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2016. It was reported that the patient experienced discomfort and urinary incontinence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. It was identified that this complaint was inadvertently reported with the incorrect predicate 510k device number, k013718, instead of k071512.